Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/ replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). Device evaluation: the product evaluation cannot be performed because according to the initial report, the product was discarded by the customer. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: a review of manufacturing records was conducted. Results revealed the devices were manufactured within specifications and were released according to specification. A search of complaints related this production order (po) was performed. No other complaints have been received for this po number. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) was removed and replaced during the initial procedure due to a broken haptic upon insertion. Sutures were used to complete the procedure. Reportedly, the patient is doing fine post surgery. The customer also indicated that the lens was discarded. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.